Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that the procedure was successfully completed. Patient outcome was reported as stable.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Patient information is not available for reporting. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis.

Event description:
It was reported on an unknown date that the flexible reamer shaft connector for use with jacob's chuck broke off during surgery. They were able to retrieved a second flexible reamer shaft connector and continue the procedure with the same instrument in the set. There was no reported surgical delay and patient harm. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).